Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 25, 2018 that a captivator endoscopic mucosal resection device was used in the stomach during an multiband mucosectomy with endoscopic mucosal resection (emr) procedure performed on an unknown date. The patient had a perforation. According to the complainant, the ligator cap had suction the tissue of the patient too much and the patient had to be admitted overnight. The small gastric nodule ended up being a gist tumor. The patient was discharged from the hospital and the patient is stable.